Event description:
A medtronic representative reported that the navigation system software unexpectedly exiting after selecting a functional endoscopic sinus surgery (fess) procedure. The medtronic representative stated the system would exit to the blue logo screen and become unresponsive. The issue occurred during surgical set-up, the site used an a different navigation system for the surgery. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, uninstalled and re-installed the system software applications. The medtronic representative tested the system and did not observe any slowness or unexpected exits. On (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Software investigation completed. Suspect a shared resource may have been corrupted since re-installing software corrected the issue. This issue will be continually monitored in a medtronic software anomaly tracking database.